Manufacturer narrative:
(B)(6). Device has not been reported as explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of depuy synthes monument device history records for manufacturing revealed no issues. Part number: 04.037.229s, lot number: 9856242, raw material number: 7731916. Manufacture date: 17july2015. Expiration date: 30june2025. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon follow-up to an original open reduction and internal fixation (orif), a helical blade was discovered to have dynamized. On (B)(6) 2015, a (B)(6) male underwent an orif of his fractured left hip. The patient was implanted with a trochanteric fixation nail advanced, helical blade and screw. The surgeon reported that he had static locked the helical blade in place. On routine follow-up, x-ray showed that the fracture was healing well and that the helical blade had moved laterally. The end of the blade was no longer flush with the lateral cortex of the femur. It was reported that the patient was asymptomatic and doing well. This is report 1 of 2 for (B)(4).